Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a ¿malfunctioning¿ implantable neurostimulator (ins) battery. It was noted that the ins battery had caused the infection resulting in an ulcer. It was confirmed that the device was explanted. No hospitalization was required for the event and the patient outcome was reported as non-serious injury/illness. If additional information is received, a follow up report will be sent.

Event description:
It was reported the interstim was eroding. It was stated the patient¿s skin was thin about six months to one year ago. The patient was to be revised on (B)(6) 2013. It was noted the battery was not sutured, but the pocket was very small. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v735309, implanted: (B)(6) 2011, product type: lead. (B)(4).